Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2019-11563. It was reported that the patient was experiencing ineffective stimulation. As a result, the patient's leads were explanted and replaced on (B)(6) 2019. Reportedly, during the procedure, it was discovered that both of the patient's leads were fractured. Therapy was restored following the procedure.